Manufacturer narrative:
Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Pump¿s history and trace files downloaded successfully using thus software. Unit failed the self test. Pump error 63 alarmed during self test and was confirmed in the formatted history file (variable info = 3) on (B)(6) 2024 at 07:43:07 and 07:46:06. No damage noted at the electronic assemblies during visual inspection. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: broken trace, pillowing keypad overlay, cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails and serial number label missing. In conclusion, unresponsive keypad was not confirmed during testing. All buttons functioning properly during testing. However, pump error 63 alarmed during self test and was confirmed in the long trace files (variableinfo = 3) due to broken trace at pin#6 (sda)/pin#1 (vdd) at u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the button unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed, and the reported issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1781k and the customer response was the device will be returned.